Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed battery out limit after changing the battery. Customer also reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading ranged from 118 to 192 mg/dl. Customer reported that the insulin pump has a blank display after battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Replacement product is being sent.